Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 437 mg/dl. Customer stated that she has not been getting much insulin. Customer was walked through taking a bolus through the bolus wizard and delivered successfully. The customer was advised that the blood glucose reminder was set to on and explained the function of this feature.